Event description:
On-q pump was met with resistance when tried to pull by two nurses. Physician was called and discontinued pump and noted a fragment remained inside. There was aprroximately 1.5cm of the catheter that was left inside.